Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Internal evaluation of the pump found that the customer had replaced during internal evaluation it was identified that the processor board installed into the device and the I/o board did not match the processor board recorded on the DHR. Review of both dhrs confirmed that the mechanism was swapped and belonged to another pump. This is an indication that the mechanism is not original to the device and was installed outside the factory,an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unk if there was patient involvement with the device after the unauthorized service was performed.